Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely elevated glucose hexokinase_3 (gluh_3) result was obtained on a patient sample when it was repeated on the advia 1800 instrument. The customer reported that quality controls (qcs) were within acceptable ranges when the discordant result was obtained. Siemens further investigated the instrument files and determined that an instrument error was triggered on the initial result; siemens determined that a sample integrity issue, a hydraulic issue with sample aspiration, or a diluent/saline shortage potentially contributed to the discordant, falsely elevated gluh_3 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated glucose hexokinase_3 (gluh_3) result was obtained on a patient sample when the sample was repeated on an advia 1800 instrument. The instrument did not produce a result when the sample was initially processed. The discordant result was not reported to the physician(s). The sample was diluted by a factor of 10 and repeated on the same instrument, resulting lower. The 2nd repeat result was correct, but was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated gluh_3 result.